Event description:
It was reported that the patient was symptomatic with left ventricular (lv) lead pacing. The lead was turned off right after implant because it had pulled back from the original coronary sinus (cs) location. The lead had no capture and measured high threshold. Ultimately, the lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 694758 implantable tachy lead (B)(6) 2009, 5076-45 implantable pacing lead (B)(6) 2009. (B)(4).